Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was discovered to be dislodged shortly after implant. The patient was taken back in for lead repositioning later that evening. The lead was successfully repositioned. Should additional information become available, this file will be updated.